Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments or partial display noted. No reservoir detected alarm functioning properly without the test reservoir. Pump monitored for several days and no unexpected beeping or reservoir rewind confirmation noted. The audio tone functioning properly during testing. No drive/motor anomaly noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a beep anomaly. The customer¿s blood glucose level 152 mg/dl. The customer also stated that the insulin pump was beeping during tone test. Customer stated that the insulin pump was failed the displacement test. The product will be returned for analysis.